Event description:
Customer reported a power source alert while using a tandem charging cable and wall adapter. There was no reported impact on the customer¿s blood glucose level. Customer resolved the issue by leaving the wall adapter plugged into a working outlet, which allowed the pump to begin charging, and no further assistance was needed.